Manufacturer narrative:
Findings: no unexpected button error alarms noted. Intermittent button response on the up arrow button due to corroded keypad traces noted. Dog chew marks noted on casing. Cracked case at display window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.